Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon ruptured during the warm up cycle and the machine shut off. A second catheter was opened, but the case was aborted related to the uterus being over dilated. There was no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.